Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield r-wave oversensing on the atrial channel post delivery of appropriate anti-tachycardia pacing (atp). No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.